Event description:
Medtronic (covidien) received information regarding an incident involving one of its devices. Treatment of a large unruptured saccular wide necked aneurysm measuring approximately 22mm located in the cavernous segment of the left ica (internal carotid artery). During the procedure, it was reported the pipeline prolapsed into aneurysm. It was reported that the landing zone artery sizes were 3.20 mm distal ica and 3.80 proximal and the patient's anatomy was moderately to severely tortuous. During the deployment of the pipeline, the distal end of the pipeline was observed to be narrow, about 80% open, therefore the physician attempted to angioplasty the narrowing with a hyperglide balloon. At that point, the pipeline prolapsed into the aneurysm. Several hours were spent trying to unsuccessfully retrieve the pipeline with an amplatz gooseneck snare. The angiographic results immediately post procedure showed an eclipse. Two days post procedure, the patient had an ischemic stroke. The patient was on dual antiplatelet therapy and had pru (p2y12 reaction unit) of 180.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).